Event description:
The user had some kind of hematoma growth at the bottom part of the scar. The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to recurrent infection with swelling over the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has some kind of swelling in the implant area with recurrent infection. Conservative treatment did not help. The user has been explanted.